Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reaction and balloon rupture occurred. A 7.0 x 40, 75 cm mustang¿ balloon catheter was advanced to dilate the target lesion. During the procedure angiography was performed with carbon dioxide. However, upon inflation within a graft, patient coughed and the balloon ruptured. The patient had itching when closing the procedure. Steroid was administered for treatment. No further patient complications were reported.